Event description:
The attorney for the pt alleges personal injuries.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. Additionally, no sample has been returned for eval. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.